Event description:
It was reported that the crack on the filter was noticed at the time of placing on the anesthesia machine.

Manufacturer narrative:
It was reported that the crack on the filter was noticed at the time of placing on the anesthesia machine. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.